Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report. Applicable 510k cannot be determined since the product ID is unk.

Event description:
Customer reports that there was a kink in the tracheostomy tube. Customer confirmed the pt tolerated the procedure and that there was no add¿l treatment needed. Covidien is attempting to collect further details related to this report.